Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number is unknown, therefore, only a primary di number could be provided. G1: the devices were manufactured at one of the following facilities: vantive healthcare - mountain home. 1900 n highway 201 mountain home ar 72653 united states. Vantive healthcare - dominican republic. Carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes had a cut in an unspecified location and debris inside. This was identified during setup of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.